Event description:
It was reported that during the implant procedure of an aveir dr system, that while implanting the right ventricle leadless pacemaker (rvlp) the rvlp was unable to be released from the catheter resulting in the helix attachment failure. The physician elected to complete the procedure with no rvlp. The patient was stable following the procedure.